Manufacturer narrative:
Device discarded and not available for return.

Event description:
The physician reported she performed endometrial ablation in mid-january using the cerene device. There were no problems during the procedure although, notably, the patient had a thick endometrium (20mm) one month prior to the treatment date, regardless of using progestin (prometrium) to thin the endometrium and control bleeding. Four days after the procedure, the patient developed a low-grade fever, heavy bleeding with clots, and increased pelvic pain. The patient was evaluated and admitted to the hospital for presumed endometritis, where she spent 2 days with IV antibiotic treatment before being discharged home with oral antibiotics. Once bleeding stopped, the patient was feeling better. Upon discussion with the physician, she stated she felt that the patient's pain and low-grade fever were more likely related to the heavy bleeding and clots, which caused the increased pelvic pain versus endometritis, but erred on the side of caution and treated the patient for endometritis. The patient was seen one-month post-op (on (B)(6) 2023) and is doing well and awaiting her next menses.